Event description:
A consumer reported that her she received second degree burns on her upper right thigh from hot water that spilled from the personal steam inhaler. She stated that the top of the unit became loose while she was using the product hot water spilled out of the unit, resulting in her injuries. Medical intervention was sought at an emergency room. The instructions for proper use have clear warnings that state "caution: never move or disassemble the appliance while in use. It can spill hot water if tilted, shaken, or overturned which may lead to injury or burns.", as well as "the appliance should always be placed on a firm, flat, waterproof and heat resistant surface. Be sure the appliance is in a stable position and the power cord is out of the way to prevent the appliance from being overturned."